Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x component required a reset. To resolve the issue, the technician reset the avc-x component, tested the unit, confirmed it to be operating according to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel connected to their hexavue custom room rack was not showing images. No report of injury.